Manufacturer narrative:
Manufacturing site evaluation: we received a complaint about an intraoperatively malfunction of a challenger cartridge. Statement of the customer. According to the available information, there were no negative consequences for the patient. The provided cartridge is damaged several times. The distal end of the slider sheet and the nose are deformed. Furthermore, the proximal latch is broken off and not available for investigation. Nine clips remained in the cartridge. Investigation: vigilance investigator carried out the pictorial documentation visually and microscopically. Nine clips remained in the cartridge. Several damages can be found at the cartridge. The proximal latch and one of the lateral webs are broken off, the fragments are not available for investigation. The nose is bent upwards. The sliding sheet is deformed, especially the latches of the sliding sheet are pressed together. Batch history review: the device quality and manufacturing history records have been checked for all available lot numbers and found to be according to our specifications valid at the time of production. One similar incident have been filed with products from this batch. Conclusion and root cause: based on the information available as well as a result of our investigation the root cause of the failure is most probably related to an insufficient usage. Rationale: due to the broken off latch and the bent nose, most likely the error was caused by an improper assembly to the applier. According to the IFU, it must be ensured that the feeder is not damaged during the mounting process. As a result, the latches of the sliding sheet deformed during application, which resulted in a detachment of the cartridge. Corrective action: corrective action and preventive action is not necessary.

Event description:
It was reported that there was an issue with challenger clips. The customer reported that the mis-fire caused the end of the clip to detach itself from the cartridge. Shaft and handle are unavailable as this happened a while ago. There was no patient harm or delay to surgery. Additional information was not provided nor available. The malfunction is filed under aag (B)(4).